Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated that the pod was coming off and they were not sure if it was because the adhesive was loose or because it was wet from the insulin leaking, which resulted in the cannula dislodging. On (B)(6) 2025, the patient went to the diabetic center for medical assistance. It was reported that the patient¿s color was not good and their stomach was upset. The patient was not diagnosed with diabetic ketoacidosis, but the health care provider was concerned the patient's condition could progress to it. The pod was removed from their arm and as treatment the patient was drinking a lot of water, and a new pod was applied. The patient was released 3 to 4 hours later on (B)(6) 2025.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damage or deficiencies that would cause the cannula to dislodge. The investigation found a tear in the exposed portion of the cannula which resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Inspection of the adhesive pad and adhesive welds found no damage that would cause a failure to adhere. The cause of the reported event could not be determined.